Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 60 and 273 mg/dl, and the meter bg readings were 120 and 145 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.